Manufacturer narrative:
Per tandem user guide: the infusion set should be changed every 48-72 hours, per guidance from the customer's healthcare provider. Additionally, change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose displayed "high" at time of an alarm. Customer addressed elevated blood glucose by changing infusion set, administering a bolus with the pump, and using manual injections. Customer reported sometimes wearing infusion sets for 4-5 days. Tandem technical support informed customer that use of infusion sets for greater than 2-3 days is off label per the user guide. Customer changed pump supplies to address the issue and resumed insulin delivery.